Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported when using the syringe 0.3ml 30ga 8mm 7bag 420cas jp, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: the customer (animal clinic) complains that the needle with the shied is separated from the barrel when removing the shield.